Manufacturer narrative:
Insulin was unable to prime during the prime/delivery test due to faulty forced sensor resistor. Pump passed the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion and excessive no delivery test. No motor error alarm during testing noted. Motor passed motor test. A spanish software anomaly alarm confirmed in the history file due to corrupted history file. Pump had cracked battery tube threads and minor scratched display window.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and also received a (B)(4) software anomaly alarm. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was exposed to xray at the dental office. Insulin pump was able to rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.